Event description:
Healthcare professional reported "ruptured prostheses (intracapsular on the right and with siliconomas in the armpit). Healthcare professional later reported capsular contracture baker grade iii numerous solid hypoechoic nodules with circumscribed margins and benign characteristics, the largest in uoq rd.¿ and ¿16 mm, with a cystic area inside¿ -which is not device related. The device has been explanted.

Manufacturer narrative:
Based on the product analysis performed, the assessments of the complaint codes are: ¿ capsular contracture: unable to observe. ¿ cyst: unable to observe. ¿ lump/nodule: unable to observe. ¿ rupture: observed broken device assessed as unidentified (tear) opening and observed a missing piece of shell assessed as inconclusive. No additional observations performed on the device. No further actions are required.

Manufacturer narrative:
Photo evaluation: visual analysis of the photographs identified: rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. Capsular contracture: unable to observe as it is not related to the device. Cyst: unable to observe as it is not related to the device. Lump/nodule: unable to observe as it is not related to the device. No additional observations. No further actions are required as no manufacturing issues are observed. Additional, changed, and/or corrected data: a3a, b5, h6.

Event description:
The event of silicone migration was confirmed to not have occurred. Device has been explanted.

Event description:
Healthcare professional reported "ruptured prostheses (intracapsular on the right and with siliconomas in the armpit). Healthcare professional later reported capsular contracture baker grade iii. The device remains implanted.

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii, rupture, migration. A review of the device history record has been completed. No deviations or non-conformances noted.